Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedances, measuring 2001 ohms, which led to a lead safety switch (lss) and caused unipolar noise oversensing. Technical services (ts) was consulted, and further in office review was recommended. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This report is being submitted to correct the field report source field (g2) in the section g, all manufacturers. As well as the sections e, initial reporter.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedances, measuring 2001 ohms, which led to a lead safety switch (lss) and caused unipolar noise oversensing. Technical services (ts) was consulted, and further in office review was recommended. No adverse patient effects were reported. This lead remains in service.